Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for glucose level, difficult/unable to operate & dimension. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, glucose level, difficult/unable to operate, dimension) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for glucose level, difficult/unable to operate & dimension. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle cannula length seemed shorter and it was not working. This caused the patient's glucose readings to be high. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that glucose readings have been high and the 2nd gen needles do not work and some needles seem shorter. Consumer called to report higher glucose readings with the bd nano 2nd gen pen needles. Stated she has been having a hard time getting the original nano from her pharmacy. Stated the 2nd gen needles don't work period for her and the needle seems shorter. Consumer stated she returned the rest of the product box to her pharmacy and refuses to use them. Consumer reported having no pen needles for her injections today and stated her pharmacy is aware but only has the 2nd gen pen needles. Contacting pharmacy to inquire if they can provide consumer a product box today.